Event description:
It was reported that the patient presented in clinic for an initial implant. During the procedure, the physician noted the pacemaker was in backup mode. The pacemaker was replaced. The patient was stable throughout.

Manufacturer narrative:
The device was received in backup mode due to electrocautery. Output was recorded and the device was re-programed and tested. The device image was analyzed and found no anomalies. The results of all electrical tests found no anomalies, including battery assessment. The voltage was above elective replacement indicator (eri) level. The longevity assessment was performed and was considered normal battery depletion.